Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. A possible pump malfunction was reported. The patient was currently in the hospital and may have been admitted with in the last 24 hours per the reporter. The patient had experienced symptoms of vertigo and vomiting and it was unknown when those symptoms began. Per the reporter the patient was probably hypersensitive because of what occurred with the last pump [see manufacturer report #3004209178-2014-21548]. The patient slept through the last night. There were no audible pump alarms heard per the reporter. A manufacturer representative would be going to the hospital the day of the report to check the pump status. On (B)(6) 2015 it was reported that the pump checked out fine at interrogation. The drug, other medications the patient was taking at the time of the event, the patient's pertinent medical history, troubleshooting, action/interventions, the cause of the pump issue, and outcome not reported. Further follow-up was being conducted to obtain information.